Event description:
The device was used during a thoracoscopy with a bleb resection. The surgeon identified the bleb and asked the first assistant to fire the device because he was at a better angle. The device was fired and then broke on the first firing. It did not staple or cut. Another stapler was opened to complete the case. There was no consequence to the pt.